Event description:
Employee incorrectly programmed the pump which understated the concentration of medicine. The pt subsequently received 10x the prescribed medicine and went into respiratory arrest. After being comatose for two weeks the pt ceased.